Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced a high blood glucose value. Customer¿s blood glucose level was 572 mg/dl. The customer decline troubleshooting for high blood glucose. The product will not return for the analysis.